Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced 41 seizures since her last visit. It was noted that the patient has not injured herself during the seizures. The patient's onfi was increased. Clinic notes dated (B)(6) 2014 note that the patient has had significantly less seizures in the past month. It is unknown if the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s medication change may have contributed to the increase in seizures. The increase in seizure was not above pre-vns baseline levels.

Manufacturer narrative:
.